Manufacturer narrative:
During the installation of the dimension exl with lm instrument, a siemens technical application specialist (tas) lifted the instrument cover, which resulted in a wire touching the cover. The autoloader bracket moved and exposed low voltage wires that shorted against the frame which caused the burning smell. The customer and the tas were not exposed to a live electrical condition and the tas removed power. The sensor is energized by 24 volts (low voltage). The cse surmised that the sensor bracket moved out of position during the transportation or placement of instrument in the lab and was not noticed during the hardware installation was performed. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the reagent 2 arm assay, harness and integrated multisensor technology (imt) sensor, performed alignments, primed the instrument, ran system checks and dilcheck, and returned the instrument back over to the technical application specialist (tas) for completion of the method validation. The sensor wire shorting contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
During a new instrument installation, a siemens technical applications specialist (tas) lifted the cover of a dimension exl with lm instrument, causing autoloader sensor wire to touch the cover of the instrument, which resulted in smoke. There was also an electrical burning smell and the wire melted. However, there were no visible flames. The instrument is not reporting patient results and the instrument was shut down. There are no known reports of patient intervention or adverse health consequences due to the event.